Event description:
The customer reported to olympus, at the beginning of a therapeutic endoluminal uretero-lithectomy, the plastic connector at the fiber started burning and produced a flame which 'stood straight out about five (5) cm from the fiber's plastic sleeve. The flame was extinguished with paper towels (closed around the flame). The procedure had an unspecified delay while the staff realized what was going on. The intended procedure was completed with a similar device. The generator did not shut down during the fire and the staff did not restart it either. There was no patient or user harm. This event includes 2 reports: (B)(4): tfl-sls, serial (B)(4). (B)(4): tfl-fbx200s, lot kr212626. This report is 2 of 2 for (B)(4): tfl-fbx200s, lot kr212626.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This event includes 2 reports: (B)(6): tfl-sls, serial (B)(4). (B)(6): tfl-fbx200s, lot kr212626. This report is for (B)(6): tfl-fbx200s, lot kr212626. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device history record was unable to be reviewed by the original equipment manufacturer (OEM), however, the OEM only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the customers report of a flame at the plastic connector where it plugs into the generator was confirmed; a photo of the fiber was provided, showing damage that would be consistent with the report. The fiber was not returned to olympus for any further evaluation and the root cause could not be determined. Olympus will continue to monitor the field performance of this device.